Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had an allergic reaction to the sensor adhesive. Blood glucose level at the time of the incident was between 400 and 500 mg/dl. Blood glucose level at the time of the call was 120 mg/dl. The customer was shipped a tape kit. The sensor was not replaced or returned for analysis.